Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: it was reported the barrel was broken. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with no packaging flow wrap and the barrel with flange damage. It could be possible that a jam occurred at the plunger rod assembly process inducing the damage to the barrel. A device history record review was completed for provided material number 306594, lot number 0161733. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the plunger rod assembly process was performed. Alignment of the infeed scroll and settings were found to be correct. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that an unspecified bd syringe was found to be damaged before use. The following was reported by the initial reporter: "the barrel was broken. The customer told the sales rep to open the package as shown below, and there was no debris in the bag. The nurse was anxious to use the bag without careful inspection, and the sharp edge was scratched and bleeding. Now the adverse event has been reported to the armory department. The armory department needs to issue a situation statement. Please assist in issuing the investigation report as soon as possible."